Event description:
Reporter alleged device base had damaged contacts and a brown discolored area in base near contacts. Reporter stated no people or area was damaged and the device and its base were taken out of use. Reporter indicated cleaning device with alcohol wipes. A request was made for the return of the suspect device and replacement product was sent.